Event description:
It was reported to boston scientific corporation that a resolution clip device was used for polypectomy during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not release off the catheter. The technician attempted to deploy the clip but was unsuccessful. The clip did not detach, so they had to pull it off the tissue. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release off the catheter. Block h10: investigation results the returned resolution clip was analyzed, and it was found that the clip assembly flared into the bushing. The device was returned without the outer sheath. Dimensional examination was performed between the hooks of the bushing, and it was found to be within specification. No other problems with the device were noted. The reported event of clip would not release off the catheter was confirmed. Investigation found that the device was returned with the clip assembly attached and flared into the bushing, with both activations performed and with no communication between the handle and the clip assembly. In addition, the device was returned without the outer sheath. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not release off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for polypectomy during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not release off the catheter. The technician attempted to deploy the clip but was unsuccessful. The clip did not detach, so they had to pull it off the tissue. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.